Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of surgery was (B)(6) 2018. Hence, field d7 (explatation date) has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 2/18/2020, mentor became aware that patient also experienced right side capsular contracture; baker grade unknown, and impaired healing. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears cloudy. Yellow material was observed within the device. Gel was observed on the shell surface. Pe discovered a rent measuring approximately 4 cm on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Additional evaluation is in progress since capsular contracture; baker grade unknown, and impaired healing were also reported. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and was presented with breast implant rupture on her right side postoperatively. As a result, the patient underwent explantation and replacement of device on (B)(6) 2018. On 2/18/2020, mentor became aware that patient also experienced right side capsular contracture; baker grade unknown, and impaired healing.

Manufacturer narrative:
On 3/12/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/15/2020, device re-evaluation was completed for capsular contracture; baker grade unknown, and impaired healing also reported. During visual analysis of the device, a tear measuring approximately 4 cm located in the anterior aspect and continuing to the posterior view was observed. Mentor product analysis lab was precluded from further evaluating the device due a formal request to not destroy the implant. The evaluation determined that the rupture may caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).